Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler¿s power up verification failed. The screen was blank. The ¿stop¿ and ¿ok¿ buttons lit up but there was no display due to a blank screen. A burning smell was noted when the cycler was powered on. It was determined that the burning smell was coming from the inverter board. The inverter board functionality verification ailed. It was identified that the inverter board transformer was shorted with a burnt coil. The failed inverter board will be replaced in production during the refurbishing process. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt coil on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that their liberty select cycler had a burning smell during step 3 of setup. The patient was not connected at the time of the event. The technical service representative advised to discontinue use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). It was reported that the patient would revert to manual therapy. Upon follow up, the pdrn confirmed that the patient did manual therapy to complete treatment without injury. They cycler was returned to the manufacturer and upon evaluation of the returned cycler, it was noted that the coil on the transformer of the inverter board was burned.